Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump passed the self test. No unexpected reset alarm was noted.

Event description:
It was reported by the customer's spouse, that the customer's had low blood glucose levels of 28mg/dl. Paramedics were called and the customer was treated with a manual injection. It was also reported that the insulin pump had a reset alarm. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.